Event description:
It was reported that sensor not working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a sensor not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported. However, product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).